Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 275-300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.